Manufacturer narrative:
On (B)(4) 2009, a superdimension sales rep stopped at the site to check the system with a traveling model. The rep was unable to replicate the issue, even while using the same cables. A component of the superdimension system, a locatable guide cable was swapped as a precautionary measure.

Event description:
The user alleged that while using the system, there was an inaccuracy issue. The user reported that with a good registration result (2.7 mm) the locatable guide tip would appear outside of the airway when near the main carina. The locatable guide tip would appear farther out of the airway the deeper into the lungs they navigated. The case was not completed using the superdimension system. There was no harm or injury to the pt.